Event description:
It was reported that one month and eight days post catheter placement procedure, the catheter allegedly came out. It was further reported that the cuffs appeared papery with no fibrosis. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiration date: 11/2023).

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 19cm glidepath d/l catheter was returned for evaluation. Visual, functional and tactile evaluation were performed on the returned device. During visual evaluation the tissue cuff was intact, fiber disturbance was noted on the tissue cuff and discoloration was noted throughout the catheter, suture wire was noted to the suture wings and in tactile evaluation, no evidence indicating loose fitting was noted near the tissue cuff. But these observed visual anomalies are considered incidental and are not themselves sufficient enough to confirm the reported catheter expulsion and loosening of implant. Therefore, the investigation is inconclusive for the reported catheter expulsion and loosening issues as the exact circumstances at the time of the reported event cannot be verified. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 11/2023), g3. H11: h6 (method, result, conclusion) . H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that one month and eight days post catheter placement procedure, the catheter allegedly came out. It was further reported that the cuffs appeared papery with no fibrosis. The procedure was completed using another device. There was no reported patient injury.